Event description:
New information noted that the lead noise was discovered during follow-up in clinic. The patient was asymptomatic to noise. The patient tolerated the procedure well and had no complications post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced. No patient symptoms or additional information was reported.